Event description:
It did not harm the patient or cause any delay in care. When the stapler was removed from the patient's rectum after use, it was noted that the blade did not fully retract into the device. FDA safety report ID # (B)(4).